Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers. Additional information was requested and the following was obtained: how close to the pylorus was the 1st firing? Approx 4cm. What type of buttressing material was used? Seamguard on both sides. Was a boogie used? If so, was size? Was the end round or tapered? Yes an allergan. Calibration tube 38 french. End is rounded. Were there any other trans-esophageal tools for sizing or diagnostics used in procedure? No. Is a procedure video available? No. The analysis results found that one ple60a device was returned with the anvil bent upwards and damage on the knife slot. The firing mechanism was noted to be jammed. An ecr60t cartridge was loaded on the device partially fired 2/3 with damaged drivers, cartridge body and deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional testing could be performed due to the condition of the device. The returned device was disassembled in order to verify the condition of internal components and the knife was noted to be buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a primary sleeve gastrectomy procedure, during the first firing across the antrum of the stomach, the surgeon attempted to fire the device with the black reload with buttressing material on both sides. He reported he was able to close the device and on attempt to fire the ¿gears¿ of the device made a strained noise. He continued to fire and the device stopped with the knife blade halfway down the device. The surgeon could not continue to fire the device, the reverse button would not reverse the knife blade and they attempted to use the manual override lever however this would not go forward to complete a full arc and would not work. The cover of the manual override was replaced. The surgeon changed the batteries of the device and still the device would not fire, the reverse button would not work and the manual override would not work. The device could not be opened off the tissue and the surgeon was required to cut the stapler off tissue. 1) surgeon opened a new device and proceeded to staple lateral to faulty stapler stuck. 2) staple inferior to superior on stomach (from patient right midline port). 1st and 2nd reload: green reloads no buttressing; 3rd to 5th reloads: green reloads with buttressing 3) staple superior to inferior on stomach (from patient left side lateral port). Stapled medial side of the faulty stapler. 6th and 7th reload: black no buttressing. There was extra anesthetic time for patient. The surgeon prescribed antibiotics post operatively and placed in drain.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Intra-operative photograph received: based on the photographic evidence of the subject ple60a the belief is that the device was clamped over a hard or dense object that would not allow the e-beam to bring the tissue into compliance which caused damage to the anvil such that the device could not return the knife to the home position. The following information was requested, but unavailable: how close to the pylorus was the 1st firing? What type of buttressing material was used? Was a boogie used? If so, was size? Was the end round or tapered? Were there any other trans-esophageal tools for sizing or diagnostics used in procedure?